Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The trident 0 degree liner (32mm f) did not fit the trident psl 54mm f cup. Surgeon said the liner looked too big for the cup even though the alpha codes matched on the cup and liner (ie: alpha code f). A trident 10 degree liner was used instead and surgeon was happy with outcome.

Manufacturer narrative:
Corrected data: the device was not returned as it remains implanted. An event regarding size/fit issue involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was not confirmed and the root cause of the event could not be determined. If additional information and/or the device becomes available this investigation will be reopened. Remains implanted

Event description:
The trident 0 degree liner (32mm f) did not fit the trident psl 54mm f cup. Surgeon said the liner looked too big for the cup even though the alpha codes matched on the cup and liner (ie: alpha code f). A trident 10 degree liner was used instead and surgeon was happy with outcome.